Event description:
Additional information received indicated this event was found during testing and there was no patient incident.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact, the battery compartment damaged, and a battery separator missing. A review of the pump event history log found no evidence related to the reported problem. The pump passed all functional testing. No fault was found during testing.the root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: performed a preventative maintenance on the pump.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited a "no disposable" alarm. An unspecified downstream occlusion sensor issue was also reported. No adverse patient effects were reported.